Event description:
Provider alleges brakes are popping up, will not stay locked, part# 1543725. Additional reportable malfunction for this device; provider alleges brakes are popping up, will not stay locked, part 1543724.